Event description:
We became aware on 7/05/2023 that a sign im nail implanted to repair a fracture was replaced due to instability at the fracture site. The im nail was replaced with a 12mm x 360mm fin nail per the sign technique manual. Surgeon comment: "it appears that either the distal interlocks missed the nail or the screws became loose and slid out causing the fracture to slip and become unstable since the tip of the nail was just barely past the fracture which was quite distal."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.